Event description:
After 11+ months of implantation, this lead was explanted because of an infection. Ela medical, inc. Was not aware of this case until 11/17/03. Note: the pacemaker that was attached to this lead was also removed and reported on an MDR.